Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.